Event description:
Additional information was received that driveline drainage cultures were taken on (B)(6)2015 and that is the original event date of the driveline infection. The infection was methicillin-susceptible staphylococcus aureus (mssa). The patient was treated with keflex from 2015 until 2017 then treatment was switched to augmentin. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection, including exit site treatment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date estimated. Approximate age of device- 72 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient has a chronic driveline infection that started in (B)(6) 2015. Additional information was requested but not provided.